Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer only remembered giving himself a bolus for a snack prior to going to bed. The customer mentioned that he gave himself too much insulin for that snack. Troubleshooting revealed an alarm that erased all the insulin pump settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.